Event description:
A nurse accessed the patient's port, attached a needlefree valve, then did a saline flush. The nurse noted that the hub of the huber set was leaking and cracked. The nurse accessed the patient's port again with a new huber set without incident. The patient did not experience any ill outcome from the product malfunction.

Manufacturer narrative:
This device was returned to vygon us and was forwarded to the supplier for evaluation and complaint investigation. This investigation is still open, a follow-up MDR will be sent with additional information within thirty days of its closing.